Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. User medwatch report# mw5104641.

Event description:
User facility medwatch report received that states: "perclose device used to close right femoral access site. Device malfunctioned. Hydrophilic sheath on perclose device sheared off into right common femoral artery. The physician used a snare to retrieve the sheath, FDA safety report ID# (B)(4)." No additional information was provided.